Event description:
It was reported that the patient underwent an unspecified revision due to an unknown reason. No further information could be obtained despite good faith effort. Additional information was received that the patient underwent an ipg and leads replacement procedure. The old ipg was replaced with an MRI capable device. The patient was doing well postoperatively, and the explanted ipg and leads were kept by medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient underwent an unspecified revision due to an unknown reason. No further information could be obtained despite good faith effort.